Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach, they noted that the small needle was not even deployed out to attach to the mucosa. The lid to the reusable jar needs to be pressed down to ensure a good seal and reach accurate suction and they used another canister to continue with the procedure. Also, they noted that there was a crack on the actual machine right above the suction gauge. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Additional information: (street, MFR. City, MFR. Region, postal code),evaluation summary: no product was received at medtronic. Since no sample was returned for investigation it is impossible to determine if product meet specs or not. Since no sample arrived, visual inspection cannot be performed. The bio hazard kit came empty. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. Evaluation was not performed since the product sample did not arrive for investigation. The failure root cause was not found since the product sample did not arrive for investigation. If information is provided in the future, a supplemental report will be issued.